Event description:
PICC line noted to be cracked at skinny part of hub, pulled line and had to increase feeds. Line was removed and will possibly have to place a new line. There was minimal blood loss to patient.

Manufacturer narrative:
The malfunctioning device was returned to the manufacturer and upon receipt, an investigation will be conducted. The results of this investigation are still pending,and will be communicated to FDA within 30 days of its conclusion.

Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: we received one used catheter connected to an nfd needle-free connector and medical patches were attached to the white wing of the catheter. The first attempt to flush the catheter with water was unsuccessful due to a lot of dried orange residues. After cleaning with warm water, the catheter could be flushed. A leakage was detected directly at the junction between the catheter tube and extension line. Microscopic examination revealed tear inside the catheter tube. The fracture surface was rough and uneven indicating damage due to excessive tensile force. Several factors can cause a catheter to crack or leak. 1. Tensile force which may be caused by: - dressing change - in some instances, the catheter can become adhered to the dressing and additional pulling is required to free it. Placing stress on the line could result in a tensile fracture. - for babies, routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissors, toothed forceps, or scalpel) during dressing change. 3. Alcohol-based disinfectant. The customer mentioned that a 3ml was used. There is a statement in the IFU: caution: do not stretch the catheter or subject it to pressure above 21,75 psi (1,5 bar, 1125 mmhg). Do not use small syringes as these can generate very high pressures. It is possible to generate 4 or 5 times the maximum safety pressure, with any size of handheld syringe. Subjecting the catheter to pressure above 21,75 psi can result in catheter rupture and embolism. Smaller syringes generate higher pressures than larger ones. Furthermore, the IFU also states: - do not bend the catheter or the extension line permanently to avoid damage to the catheter. - do not over stretch the catheter as it may rupture, and rebound into the insertion site, causing a catheter embolism. - do not bend the catheter or the extension line permanently to avoid damage to the catheter. - do not over stretch the catheter as it may rupture, and rebound into the insertion site, causing a catheter embolism. A review of the component batch history records was performed, and no deviations were found. The batches complied with its specifications and were released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of the catheter/set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are conducted during production. A 2-year review of vygon USA's complaints data shows this is the second reported complaint for this lot 24c016d. Corrective action: as the catheter worked well for 10 days before the cracked occurred, we do not believe this defect is manufacturing related. Therefore, no further corrective action was initiated by quality management at this time.

Event description:
PICC line noted to be cracked at skinny part of hub, pulled line and had to increase feeds. Line was removed and will possibly have to place a new line. There was minimal blood loss to patient.